Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The treatment was for a saphenous vein graft. It is noted that this is an off label use. The lesion was pre-dilated with a 3.75 x 20 mm cutting balloon at 12 atms for 49 seconds. After predilation, the physician successfully deployed a taxus express2 3.5x12 mm stent at the target lesion at 18 atms for 30 seconds with good angiographic results. Upon deflation the physician felt resistance removing the balloon from the stent. The guide catheter was backed out of the ostium and repeated pull released the balloon from the stent. No further invervention or complication was noted. The procedure was successfully completed. Pt status is reported as "satisfactory/good."